Manufacturer narrative:
Unit received with intermittent buttons due to moisture damage at keypad traces. Unit received with cracked case at display window corners, reservoir tube window corners, reservoir tube window, reservoir tube lip and battery tube threads. Unit received with minor scratched display window. Unit received with missing end cap sticker. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not reponsive and do not work. Customer does not recall any significant events leading to the error. Customer's blood glucose was 85 mg/dl at the time of incident. Troubleshooting was done for keypad anomaly but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.